Manufacturer narrative:
Additional information; it was stated that the dislodgement was intravascular and occurred in an area of high calcification. Annex d codes added correction: annex e code updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: the lesion is in the ramus artery, with 100% occlusion and a mild degree of calcification and tortuosity. The device was inspected before use, with no issues noted. The device was prepped per IFU, with no issues. The lesion was predilated. The device did not pass through a previously-deployed stent. Resistance was noted when advancing the device but excessive force was not used. Resistance was also noted during withdrawal of the device but excessive force was not used. The patient is stable. Event date, past medical history and patient demographics provided. Device size and lot details updated. Product analysis: one image received of shelf carton label; lot no: 0010336006, cfn: ronyx20026ux. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a pci procedure an attempt was made to use a resolute onyx coronary drug eluting stent. It was reported that a stent dislodgement occurred during delivery to the lesion. The dislodged stent was snared and retrieved to the femoral sheath. The patient was sent to surgery for a cutdown procedure and stent removal. No further patient injury was reported.